Event description:
It was reported that during a laparoscopic appendectomy procedure the first, second and third device would not fire. A competitors device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Instrument b: MFR date: batch # f5v771, exp date: 04/2014; MFR date: 05/27/2009. Instrument c: MFR date: batch # f5vd7r, exp date: 05/2014; MFR date: 06/09/2009. Evaluation summary: the analysis results found that the ats45 device a was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the ats45 device b was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications: in addition a sample of the batch is inspected at (B)(4). The analysis showed that the ats45 device c was received with the firing trigger handle missing and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instructions for use for more info. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the mfg process.